Event description:
It was reported that the patient was made do-not-resuscitate (dnr) and had care withdrawn on (B)(6) 2024. The cause of death was post-operative cardiogenic shock with increased pressor support for right ventricular (rv) failure which led to multisystem organ failure. The event was not pump related.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patients lactate levels were at 6.8 mmol/l.

Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not conclusively be established through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were submitted by the account for evaluation. Although a specific cause for the alarms could not be conclusively determined through this evaluation, the account reported that the low flow alarms were due to a complete collapse of the patient¿s left ventricle. It was communicated that the patient¿s outcome was not device or therapy related. No autopsy was performed, and the pump was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) , ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (including right heart failure) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of pump parameters, including pump flow and speed. Section 4 of the IFU also provides recommendations on determining the optimal fixed speed that will provide the desired level of cardiac support for each patient. The fixed speed setting is based on changes in ventricular shape and function, and the patient's physiological response to changing pump speeds. The final decision is ultimately dependent on the physician's clinical judgement and will vary from patient to patient. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 6, under ¿right heart failure¿, also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient became decompensated with right ventricular (rv) failure which required escalation of 5 pressors (levofloxacin 14, vasopressin 0.1, neo-synephrine 300, angiotensin ii, and epinephrine 0.08). The patient was also given dual inotropes with milrinone 0.375 and dobutamine 10. The patient's pulmonary artery pulsatility index ( papi) was 0.43. The lvad speed was decreased to 4700 due to multiple low flow alarms caused by complete collapse of the left ventricle (lv). The patients lactate dehydrogenase levels were a 6.8 and mixed venous 33% as well as hypoxia 80% on a tracheostomy vent with poor waveform due to pulse oximeter being difficult to obtain. Arterial blood gas showed 99% pao2. A stat bedside transthoracic echocardiogram performed and the patient's family had been notified and were to discuss goal of care. The patient did not have rv failure prior to lvad implantation. However, there was no device related issue that caused or contributed to the rv failure the pump was not going to be returned.